Manufacturer narrative:
Reported event: an event regarding pain involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method and results: device history review: a review of the DHR associated with rio 199 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding pain. There were only 3 other reported events (B)(4). Conclusion: device inspection could not be performed, no session data was provided. The patient opted to not release information.

Event description:
The patient had a partial knee arthroplasty on her right knee. After 13 weeks of therapy, she complained of severe pain and difficulty walking.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. The pka operation was already performed. After 13 weeks of physical therapy, the patient complained of severe pain and difficulty walking.

Event description:
The patient had a partial knee arthroplasty on her right knee. After 13 weeks of therapy, she complained of severe pain and difficulty walking.